Event description:
It was reported that failure to resheath the distal filter occurred. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure. The proximal and distal filters of the sentinel cps were successfully positioned and deployed with no difficulties reported. During removal, the distal filter slider on the handle of the sentinel cps of the device broke and the distal filter could not be resheathed. The physician was able to resheath the proximal filter. The sentinel cps was removed from the patient with the distal filter in an open state. No patient harm occurred.